Manufacturer narrative:
This case was initially received via regulatory authority (inspective gezondheidszorg en jeugd, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (b)(6 2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2010, the patient had essure inserted. In 2010, the patient experienced procedural pain ("essure placement very painful, recovery took a week"), lasting 1 week. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg"), tooth disorder ("dental complaints"), visual impairment ("reduced vision"), asthenia ("no energy") and fibromyalgia ("problems with fibromyalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. In 2010, the procedural pain had resolved. At the time of the report, the back pain, pain in extremity, tooth disorder, visual impairment, weight increased, asthenia and fibromyalgia was resolving. The reporter provided no causality assessment for asthenia, back pain, fibromyalgia, pain in extremity, procedural pain, tooth disorder, visual impairment and weight increased with essure. The reporter commented: patient reported on (B)(6) 2017 complaints after placement essure in 2010. Placement was very painful, recovery took a week. Patient was told it would be painless. She had pain complaints leg and back, dental complaints, reduced vision, weight gain, no energy, problems with phybromyalgia familiar with nickel allergy, patient was assured that percentage in essure was nothing or almost nothing. Essure was removed on (B)(6) 2017, complaints have since been reduced. Patient did not answer to further questions device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: back pain - analysis in the global safety database revealed 658 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority(B)(6), reference number: (B)(4) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2010, the patient had essure inserted. In 2010, the patient experienced procedural pain ("essure placement very painful, recovery took a week"), lasting 1 week. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain leg"), tooth disorder ("dental complaints"), visual impairment ("reduced vision"), asthenia ("no energy") and fibromyalgia ("problems with fibromyalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. In 2010, the procedural pain had resolved. At the time of the report, the back pain, pain in extremity, tooth disorder, visual impairment, weight increased, asthenia and fibromyalgia was resolving. The reporter provided no causality assessment for asthenia, back pain, fibromyalgia, pain in extremity, procedural pain, tooth disorder, visual impairment and weight increased with essure. The reporter commented: patient reported on 4-jul-2017 complaints after placement essure in 2010. Placement was very painful, recovery took a week. Patient was told it would be painless. She had pain complaints leg and back, dental complaints, reduced vision, weight gain, no energy, problems with fibromyalgia familiar with nickel allergy, patient was assured that percentage in essure was nothing or almost nothing. Essure was removed on (B)(6) 2017, complaints have since been reduced. Patient did not answer to further questions. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jul-2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.